Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a power error detected alarm and drive support cap was sticking out. The customer¿s blood glucose was 298 mg/dl. Troubleshooting steps were provided for power error detected alarm. Customer also stated that the insulin was squirting out during the manual prime process. The customer was advised that the insulin pump needed to be replaced and to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to confirm compromised forced sensor system due to motor error alarm.